Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# j0322054v serial# implanted: 2003-08-11 explanted: (B)(6) 2015 product type lead patient code c76143 pertains to both ipg (nbv144450h) and tined lead (j0322054v) device code c76126 pertains to ipg (nbv144450h) device code c62955 pertains to tined lead (j0322054v) evaluation code 92 pertains to tined lead (j0322054v). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a lead issue. It was reviewed the implantable neurostiumulator (ins) was replaced due to normal battery depletion. The patient noted the lead was also replaced due to ¿only 2 wires working instead of 4. It wasn¿t working right.¿ it was noted patient service reviewed the patient only had one wire, but may have been referring to the electrodes. The patient did not know the issue with the lead, extension, or adapter. It was noted the patient had a revision on (B)(6) 2015 and they completely recovered. It was noted there was no mention on any lead issues following the revision and it appeared to have resolved the issue issue. The patient is implanted or gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.